Event description:
The pt's most recent bscva on the right eye (od) improved to 20/20. The pt's uncorrected visual acuity was 20/20 in both eyes.

Event description:
A physician reported poor clinical outcomes following lasik surgeries. A review of the pt records provided showed one pt with a loss of 2 lines of best corrected visual acuity in the right eye only. Over several weeks following initial lasik, the pt exhibited mild interface debris in both eyes, epithelium ingrowth in the right eye and the right eye exhibited meibomian secretions. The left eye exhibited haze at the flap edge temporally. At 6 months post-op the surgeon reported the ingrowth was resolved, flaps were in good position and bscva was 20/20 right eye and 20/25+ left eye. Uvca on both eyes was 20/80 and an ehancement was performed on both eyes. One day post-op following the ehancement, the pt exhibited diffuse sands of sahara and a central corneal abrasion in the right eye. Ucva was count fingers.